Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break could not be confirmed as the suture was returned undamaged. A cuff miss was found and can have the same result and appearance as a suture break. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The other perclose proglide devices are being reported under another medwatch manufacturing report number. The device has been received. The device investigation is pending. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before an iliac stenting procedure, the perclose proglide sutures were deployed using a preclose technique in the right common femoral artery (cfa). Reportedly, the suture broke. Three additional devices were used with the same results. Another four proglides were successfully deployed using a preclose technique and after the interventional procedure, the sutures achieved hemostasis. A 7f sheath was used for the procedure. The physician reported a 30 minute delay in the procedure as four additional devices had to be deployed. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.